Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred after the customer went skiing and the pump got cold and damp. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.